Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis found noise in some untreated events stored in memory. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise noted during the analysis. A definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient received a shock. Since then, the patient has had non-stop hiccups. Technical services referred the patient to the physician. The device was later explanted. Analysis found noise in some untreated events. This has placed the electrode in a reportable trend/CAPA. There were no additional adverse patient effects.